Manufacturer narrative:
UDI: (B)(4). At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event.  To date, despite multiple requests for information, the patient medical records have not been received for review.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.   In this case, the reason for explanting the 26mm sapien 3 thv 2 weeks post tavr remains unknown and the device is not available for evaluation.  There is no indication or allegation that a product deficiency or device malfunction contributed to the event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported via implant patient registry through receipt of an implant card, a 26 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Two weeks post implant the valve was explanted. The reason for the explanted valve is unknown as attempts made to gather additional information were not forthcoming.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.